Event description:
The catheter cracked lengthwise about 5mm long in the distal end 1.5cm from sure cuff. This incident occurred after 180 days after placement in the patient. No other information provided.